Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was planned for use during an esophagogastroduodenoscopy (egd) procedure in 2009. According to the complainant, during preparation while testing the needle, once the needle was advanced, it was difficult to retract. Another interject injection therapy needle catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "patient is fine".

Manufacturer narrative:
(Difficulty retracting). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.